Event description:
Per dealer states right motor fault. The dealer states that the customer was exiting their vehicle and the motor malfunctioned when they were exiting the vehicle. They disengaged the motors and re-engaged them and it worked. The left motor is stuttering.

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.